Event description:
It was reported that there was high impedance in the left ventricular lead and the lead was capped. During implant attempt of the new lead, it was not used due to patient's anatomy. The physician then implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed.